Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio replaced the device's main keypad to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
A customer returned their lifepak 15 for preventive maintenance and during evaluation of the device by physio-control it was found that the on/off button was not responding. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no patient involved in the reported event.